Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion 'a/n clamp' during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Upstream occlusion testing and flow rate accuracy testing were performed with no issues noted. A review of the event history log revealed an 'upstream occlusion' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The event is potentially related to the issue described by fa 2021-056. Should additional relevant information become available, a supplemental report will be submitted.